Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the handpiece runs in safe mode. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During evaluation, the handpiece was found to run in safe mode. Based on a review of risk documents, this can occur due to a worn or damaged locking cam in the trigger assembly.